Event description:
It was reported that when the pacemaker dependent patient presented in the emergency room four days after implant, a loss of capture was noted. Lead was found dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.